Manufacturer narrative:
The device was returned for evaluation; the patient¿s allegation of reduced angulation was confirmed as low angulation was present, but the image flickering issue was not confirmed. In addition to foreign material being found in the forceps elevator, further evaluation findings were as follows: the objective lens had a scratch, the adhesive on the bending section cover was detached, the connecting tube had a scratch, the universal cord had a scratch, the electrical connector had corrosion, the plastic distal end cover had a scratch, the light guide lens had a scratch, and due to the wear of the angle wire, and the bending angle in the up/down/left/right direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that there was reduced angulation and a flickering image issue while using the duodenovideoscope. The issue was found during preparation for use, the patient was not yet under anesthesia and there was no patient harm associated with the event. The device was returned and evaluated, and foreign material was found in the forceps elevator. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the forceps base could not be identified and definitive root cause of the issue could not be determined, however, the issue was likely the result of the facility device reprocessing not being performed in accordance to the IFU. The event can be detected/prevented by following the instructions for use sections below: tjf type 150 operation manual chapter 3 preparation and inspection. Tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.